Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. The customer's blood glucose level to read as "high," though the specific value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump and managed to clear the alarm and resume insulin without requiring third-party assistance. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.

Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, associated with an issue causing the customer's blood glucose level to read as "high," though the specific value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump and managed to clear the alarm and resume insulin without requiring third-party assistance. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.